Manufacturer narrative:
Review of the device history records revealed the instrument was properly manufactured and released in accordance with design specifications. No irregularities have been identified. Visual inspection revealed that approximately 0.185" of the distal tip had fractured and separated from the device. Root cause appears to be improper use of the instrument. The bridge driver (62979) is design to be used in conjunction with the 40 in-lbs torque handle which delivers the proper amount of torque to the set screws within the zodiac adjustable bridge. Once 40 in-lbs of torque is achieved an audible click will be heard indicating the screws are properly seated and no additional torque can delivered. Tr-433a; adjustable bridge driver verification testing found that an average of 90 in-lbs of torque was required to reproduce this type of failure. The test established when the instrument is used as intended the tip of the bridge driver will not deform and/or fracture.

Manufacturer narrative:
No evaluation possible at this time. The instrument has not been returned for evaluation nor has the identifying lot number been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
Surgeon was installing crosslink and part of it didn't completely lock. Surgeon unlocked and locked once again but part of it was in a weird position. During this time the distal tip of the bridge driver fracture and broke. The event caused no patient harm. The case was successful.